Event description:
It was reported to boston scientific corporation that a capio slim device was used in a surgical procedure on (B)(6) 2022. Prior to the procedure, the device was visually inspected. It appeared to the physician that the carrier was not fully extending. They did not believe that the device was defective and proceeded with the procedure. During the procedure, the carrier failed to fully extend when piercing the sacrospinal ligament. They discontinued use of the device and completed the procedure with manual fixation using a needle holder and prolene thread. A photo of the device showed that the carrier had detached outside of the patient. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 initial reporter address: rua prof. (B)(6). Block h6: device code a0501 captures the reported event of carrier detachment. Block h10: the returned capio slim device was analyzed and found that the carrier detached. The handle, the head and the cage were observed in good shape. A functional inspection of the device was not performed due to the condition of the returned device. However, one picture and one video of the event were provided by the customer. The picture shows one capio device, with the carrier detached and the video shows the capio device actuating with the carrier completely out of the cage and extension failed. With all the available information, boston scientific concludes the complaints of carrier detachment and carrier did not extend were confirmed. Based on the gathered information, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The issues of carrier detachment and carrier failure to extend were probably caused by an expected or random component failure without any design or manufacturing issue. For this reason, the investigation concluded that the most probable cause for this complaint is cause traced to component failure. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used in a surgical procedure on (B)(6) 2022. Prior to the procedure, the device was visually inspected. It appeared to the physician that the carrier was not fully extending. They did not believe that the device was defective and proceeded with the procedure. During the procedure, the carrier failed to fully extend when piercing the sacrospinal ligament. They discontinued use of the device and completed the procedure with manual fixation using a needle holder and prolene thread. A photo of the device showed that the carrier had detached outside of the patient. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.